Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a failure error code for force travel occurred, accompanied by alarming and beeping. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified in the event history log. Visual and functional tests were performed. It was found that the mainboard needed to be replaced and that the cause of the issue was worn out clutch parts. The left/right clutch, clutch spring and mainboard were replaced to fix the issue.